Event description:
Greenish drainage from perc lead connection site to controller, secondary to tear in lead coverage/break at pebr site. Lvad malfunction -> lead exposure -> breakup in lead covering. Listed as status 1a -> transplant (B)(6) 2011.